Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that at some point over the past 12 months the patient developed a staph infection and the system was explanted. The pump was implanted on (B)(6) 2016. The patient was scheduled for a pump implant on (B)(6) 2017. When talking to the spouse in recovery, the representative was notified that the patient had a pump replacement on (B)(6) 2016. The pump and catheter were explanted at a time unknown because the patient developed a staph infection. The cause was not attributed to the pump or catheter, but due to the infection the system was explanted. It was unknown if there were any environmental, external, or patient factors that may have led to or contribute to the event. It was unknown what troubleshooting, diagnostics, actions, and intervention were performed. To the representative¿s knowledge no further intervention occurred. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.